Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, multiple inappropriate auto mode switch episodes were noted. No action was taken. The patient condition was good.